Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during the arthroscopic surgery of knee was broken meniscus,when 1st firing, the 2nd plate was also deployed. The omnispan complete assembly was not returned, only suture and one implant was returned for evaluation. A visual inspection was performed to determine if the device had any gross visual defects that may contribute to the complaint condition .however,it was observed that the suture was damaged. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. This complaint cannot be confirmed because the implants and needle were not returned and could not be evaluated. A manufacturing record evaluation was performed for the finished device [6l19220] number, and no non-conformances were identified at this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device [6l19220] number, and no non-conformances were identified

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported by affiliate via phone, that during a knee arthroscopy, when firing an omnispan meniscal repair system/27 degree for the first time, the second plate was also deployed. The procedure was completed with another device. No surgical delay or patient consequence reported. No additional information could be provided.